Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown which were reproduced during evaluation. Improper shutdown messages were verified through a review of the event history log and found to be caused by a failed standard battery module, as assignable cause for customer allegation; a failing battery can cause pump to shutdown without user input if pump is running off of direct current power. The battery module was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced improper shutdown. There was no patient involvement. No additional information is available.